Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm last night. Customer's blood glucose was 579 mg/dl. Customer treated with a change of site and infusion set. Customer gave a bolus and declined troubleshooting for high blood glucose. Customer's most recent blood glucose was 231 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer's mother will call back if the customer receives a no delivery alarm again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.